Event description:
It was reported that during use with a bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes the tubes would under file. This occurred on 1000 occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from spanish to english: it is used the vacuum system and the tube does not fill till its mark, it fills under the 10% allowed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Medical device brand name: bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes the tubes would under filled. This occurred on 1000 occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from spanish to english: it is used the vacuum system and the tube does not fill till its mark, it fills under the 10% allowed.